Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not preparing the skin with an antiseptic solution, not irrigating the site before closure, not closing the incision site, multiple tunneling attempts, using the inappropriate tool, and not prescribing antibiotics pre-operatively were ruled out as potential causes of the reported issue. However, the questionnaire shows the patient has contraindicating conditions, including diabetes and crps of the foot, which contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported an infection at the receiver site one month after the implant procedure. The stimulator was explanted on (B)(6) 2021 and the patient was treated with antibiotics. No further issues have been reported.